Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The pump was returned in good condition and scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log could not be downloaded. To further investigate, the device was powered up, and a constant "high pressure alarm" resulted. It was determined to be caused by the circuit board. The circuit board and the downstream sensor were replaced to resolve the issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was continuously alarming and displaying, "high pressure." It is unknown if there was patient involvement.